Event description:
Pharmacy technician called baxter service to report that they had been shocked by the compounding unit while installing the set. The technician reported that they received an sf alarm, then pressed the stop button and when they could not clear the sf alarm, they reached to turn off the unit and received an electrical shock. Prior to this, they had noticed a solution spill under the unit and had been cleaning the area. They report that other than numbness that resolved prior to being seen in the e.r., they did not suffer any adverse effects. The pharmacy reports that the unit had been acting erratically for approximately two weeks. Solutions hung on the unit that were in the same family registered alarms indicating that the solution was incorrect.